Manufacturer narrative:
Failed battery test and intermittent blank display due to corroded battery tube, however pump was used with test battery cap and passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had stripped battery cap coin slot, cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump turned off and then on. The customer could not get the old battery cap off. Customer's blood glucose level was not reported. The top of the insulin pump cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis.